Event description:
Same case as MDR# 6000089-2006-00567 during a coronary artery drug eluting stenting treatment procedure there was stent damage. The physician was treating a heavily calcified, tortuous segment located at the bifurcation of the circumflex (cx) coronary artery and the obtuse marginal (om) coronary artery. The lesion was predilated using a 2.0x6mm sprinter balloon, a 2.5x6mm sprinter balloon and a 2.5x8mm maverick balloon. The physician advanced a 2.5x8mm taxus express2 otw drug eluting stent to the cx/om but was unable to cross the lesion. Upon removal of the stent the phyisicin noticed that the stent struts were lifted. Then the physician advance a 2.5x8mm taxus express2 mr drug eluting stent to the cx/om but again was unable to cross the lesion. Upon withdrawal it was noticed that the stent struts were lifted. No stents were crossed and the procedure was completed with the patient receiving plain old balloon angioplasty (poba) only. There were no patient complications and the patient is reported as ok.